Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer e-mailed stating that the brush heads broke, the brush and pin became detached. No injury was reported. Follow-up: the consumer stated the aluminum pin became detached causing the brush head to become detached during brushing.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer e-mailed stating that the brush heads broke, the brush and pin became detached. No injury was reported. Follow-up: the consumer stated the aluminum pin became detached causing the brush head to become detached during brushing.